Event description:
Customer reported the display of the infusion device is defective. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.